Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report # 1221359-2022-00128.

Event description:
The customer reported (2) false positive results with the ID now covid-19 assay performed (B)(6) 2021 on an unknown swab sample and generated a positive result. This MFR. Report addresses patient 2 of 2. The customer reported that pcr confirmation testing was performed (B)(6) 2021 and obtained a negative result. The patients were again tested on ID now with new samples on (B)(6) 2021 and the results were negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.